Manufacturer narrative:
(E1) initial reporter address 1: (B)(6) device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the distal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a hypotube kink 23.7cm from the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal part of the stent strut was lifted due to the calcified lesion. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the distal part of the stent strut was lifted due to the calcified lesion. The procedure was completed with a different device. No patient complications reported.